Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (damaged cable / constant gong alarms) was confirmed. As received, the belt failed ECG fall-off testing. Upon evaluation, the trunk cable connector was cracked and the white (drvn gnd) wire was open inside the trunk cable. The cause of the constant gong alarms and test failure is the damaged connector and wire. The root cause of the damaged connector and wire is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device had a damaged cable and was producing constant gong alarms.